Event description:
It was reported that a hl 20 pump (serial# (B)(6)) was not turning on. The event occurred during a routine check. Further during service it was identified that the pump (serial# (B)(6)) displayed the error message runaway and the batteries were defective. No harm to any person was reported. The reported failure ¿runaway¿ can lead to an unintentional pump stop. Therefore, a report is required. According to the hl20 service manual the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. A getinge technician will investigate the hl 20. A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2010. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that a hl 20 pump (serial#(B)(6)) was not turning on. The event occurred during a routine check. Further during service it was identified that the pump (serial#(B)(6)) displayed the error message runaway and the batteries were identified as defective. No harm to any person was reported. The reported failure ¿runaway¿ can lead to an unintentional pump stop. Therefore, a report is required. According to the hl20 service manual the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. A getinge field service technician (fst) was sent for investigation and repair on (B)(6) 2025, (B)(6) 2025 and (B)(6) 2025. The failures could be reproduced. The failure "pump (serial#(B)(6)) was not turning on" was solved by cleaning and refitting of all circuit board connections. In regard to the failure "defect batteries" the batteries need to be replaced. In regard to the failure "runaway" the optical tacho board was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed except the defect batteries, which needs to be replaced. However, the customer is not willing to replace them at the moment. Due to the age of the device and the optical tacho board (over 15 years old), the most probable root cause was determined as aging of components. Further the reported error message: "runaway" can be linked to the following most probable root cause according to the hl20 risk assessment file: wrong pump speed because of: - communication error (e.g. Wrong ratio between master-slave pumps due to communication error) the most probable root cause for the failure "pump (serial#(B)(6)) was not turning on" was determined as communication disturbances due to transition resistance that can arise from surface corrosion, because the error was resolved by cleaning and refitting of all circuit board connections. A similar case was assessed by the getinge life cycle engineering on (B)(6) 2024. The most probable root cause for the failure "defect backup batteries "could be determined as overdue batteries, since the service interval of 12 months was exceeded as confirmed by the getinge field service technician (batteries were expired). According to the hl 20 instruction for use chapter 10 maintenance requires that the batteries are replaced in an interval of 12 months by authorized service personnel. Further according to chapter 5.8.1 check before every application the user shall always check the battery voltage before every treatment by using the hl20 in battery mode. The review of the non-conformities has been performed on (B)(6) 2025 for the period of (B)(6) 2010 to (B)(6)2025. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on (B)(6) 2010. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failures "pump not turning on, defect batteries and runaway error" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.